Event description:
Patient using a sizemore low bed with built in alarm which was set. Pt found on floor and alarm did not go off. When nurse checked the bed alarm, it red "press any key to reset alarm." No pt injury. Bed removed from service. Rtd to v endor for alarm fail.